Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-32738 .during a crt-d implantation procedure, the left ventricular (lv) was impossible to insert through two separate subselectors. A second lv lead was successfully implanted after some insertion difficulty and the patient was stable following the procedure.